Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/13/2016-product analysis: the device was returned and evaluated by product analysis on 12/30/2015 with the following findings: no pump issues were observed during investigation. Review of the pump¿s history revealed no abnormal pump behavior. Data relevant to the complaint event was overwritten due to extended pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose was 508 mg/dl with moderate ketones, polydipsia, polyuria, and vomiting on an unspecified date. It was reported the pump alarmed for a call service alarm twice. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. Animas customer technical service determined the alleged hyperglycemia was due to use error. There was no indication or allegation of a pump malfunction. This complaint is being reported because the alleged hyperglycemia was related to a pump use error.